Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The patient was referred to their clinic for follow up. The lead remains in service. No adverse patient effects were reported.